Event description:
3mm cchs screw backed out(expulsion). This complaint involves one (1) device.

Manufacturer narrative:
A report was sent to the required agencies. The device was not returned for evaluation. There was no photographic evidence or radiography provided to evaluate the complaint event. (B)(4) devices were manufactured and released as they met all specifications. The expiration date for these devices is 5-5-2026. There were no capas or non-conformances associated with this lot number. A historical data review was conducted which showed only one complaint on record for this part. There are no capas related to this part. There are two non-conformances on record for this part number for unrelated issues. The current complaint rate for this device is (B)(4). Without further information, the device for evaluation, imaging, photographic evidence etc. The root cause cannot be established.

Event description:
3mm cchs screw backed out(expulsion). This complaint involves one (1) device.